Event description:
A customer reported that during an intraocular lens (iol) implant procedure, the haptic broke. The incision needed to be enlarged to remove the lens. A backup lens was used to complete the procedure.

Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was returned for analysis, haptic and optic damage was observed. Blood and solution was observed on the returned product. Results from the product history record review indicated the product met release criteria. Based on our observation it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of blood with surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. (B)(4)